Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin pump¿s cartridge was leaking insulin from the back of the reservoir rather than delivering through the infusion set, which required multiple cartridge changes and led the user to consider discontinuing use. Symptoms included hyperglycemia with a reported blood glucose around 300 mg/dl and associated distress. Outcomes included temporary interruption of automated insulin delivery and need for troubleshooting and product replacement to continue therapy. Investigation included review of use logs, user interview, and coordination with clinical support, as well as provision of a replacement pump and cartridges. Investigation of this case revealed suspected leakage at the cartridge-reservoir interface despite correct loading sequence, with multiple cartridges from different lots implicated. It was concluded that the specific mechanical failure mode could not be confirmed due to lack of returned product for analysis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.